Event description:
International affiliate reported that a pt presented with a wound dehiscence one day following hypospadias repair. Pt was returned to surgery for repair and it is assumed antibiotics were administered. At some unspecified time an infection was present. No further information was provided.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.